Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) stimulation would turn off and would have to be turned back on with a clinician programmer. Diagnostics indicated impedance issues. Surgical intervention was undertaken and the implantable neurostimulator (ins) was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy and the issue is resolved.